Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable near the base of the proximal clevis. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted pediatric cholecystectomy surgical procedure, the permanent cautery hook instrument had an unknown issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was confirmed to occur outside of a surgical procedure and not while in use within the patient. There was no fragment that fell into the patient from the device.